Manufacturer narrative:
H.6. Investigation: two photos and two bags containing 14 samples of 1ml s/t printed barrels were received and evaluated. One bag had 4 of the samples and was labeled ¿rebaba,¿ and one bag had 10 samples and was labeled ¿tiras de plastico.¿ the barrels in both bags were found to have tip damage that resulted in small amount of plastic to extend as flash on the tip. 5 samples had long strands of flash, while 9 samples had short flash in a semicircle around front of the tip where the damage was observed. The returned samples had the flash measured. 8 out of 14 barrels had rejectable flash, while 6 barrels had flash acceptable within specification. Production records reveal a temporary issue with the barrel alignment system during assembly which required a technician intervention to correct. Potential root cause for the flash is associated with the tip damage caused by a temporary issue with the barrel assembly process. The issue was corrected during the manufacture of the batch. It is possible a limited number of barrels escaped detection and was not discarded during the corrections of the issue. (B)(4). A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Additional statistical sampling was performed on the entire batch. (B)(4) samples were taken from 3 boxes from each pallet. The 3 boxes came from a different third from the pallet. The samples were evaluated for all defects. No defects were found in the total of (B)(4) samples evaluated.

Event description:
It was reported that before use of the bd barrel 1cc s/t w/sil the inspection team found 14 units with flash.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd barrel 1cc s/t w/sil the inspection team found 14 units with flash.